Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis. However, there is no evidence that supports the patient¿s peritonitis event was caused by a liberty select cycler/liberty cycler set malfunction or product deficiency. At this time, it cannot be determined what exactly caused the patients peritonitis with the information currently available. However, the patient did have concomitant constipation which may have been a confounding factor; as it is known that constipation is a risk factor for developing peritonitis in pd patients. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse reported that a peritoneal dialysis patient had been admitted to the hospital on (B)(6) 2019 due to peritonitis. Upon follow up, the pdrn stated the patient was hospitalized for peritonitis (signs and symptoms unknown) and constipation. The hospitalization date was (B)(6) 2019. The cause of the patient¿s peritonitis was unknown as the patient practices aseptic technique and has not had any reported fluid leaks. The patient¿s culture results were positive for peritonitis, however the date of the culture and the organism were unknown. The patient was prescribed anesef as the antibiotics but the route, dose, and duration were unknown as the patient was treated in the hospital. The patient recovered and was discharged from the hospital. It is unknown if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested. Pdrn stated that the discharge summary will be sent.